Event description:
On (B)(6) 2011, pt reported experiencing an occasional infusion set cannula that would bend and the insulin would leak. Pt stated this would cause his blood glucose levels to elevate to 300-400 mg/dl. Pt's normal blood glucose is around 200 mg/dl. Pt reported he would treat himself by changing out the infusion site. Pt stated there were no issues with preparation or insertion. Pt used the insertion assist plus device to insert the infusion sets. Pt reported he experienced these issues more than once. Pt stated the timeframe between insertions of the infusion set and recognizing the issue was "not very long". Pt no longer has the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product returned was requested.

Manufacturer narrative:
No product will be returned for eval.